Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 454mg/dl and that the insulin pump had keypad anomaly. The customer was assisted with troubleshooting for the high reading. The customer had symptoms dry mouth and was irritable. The customer stated that they had an air bubble and was assisted with rewind and prime and called back to report a blood glucose of 506mg/dl. The customer treated with bolus. The customer stated that the right arrow was not working and that there were a few air bubbles in the tubing. Troubleshooting was not performed further due to customer not having insulin. The customer called back and continue troubleshooting for air bubbles and they were successfully removed. The customer was advised to change set. The customer also reported receiving no delivery during infusion set change and was assisted with troubleshooting. Bent cannula was found and customer was advised to change set. The insulin pump will not be returned for analysis.